Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that after the nurse pushed 20 cc of air into arv port before and after flushing, the nurse went to suction on the multifunction port salem sump and turned the dial in the direction of suction, as well as locking it in place, but still experienced leaking out of the feed/med port, even though the dial was positioned for suction and closed for feed/med.

Manufacturer narrative:
The device history record was reviewed indicating that the product was released meeting all quality standard requirements. A sample outside of its original package and without a lot number was received for evaluation. After performing a functional inspection per product specifications, the reported condition was confirmed; leaking was observed into the valve anti reflux. During a walk through the assembly line the potential root cause for this condition is attributed to a mis-assembly of the umbrella in the port gentry during the manufacturing process. No corrective actions are deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria and we will maintain continuous monitoring the process for any adverse trends that require immediate attention.